Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 15-jan-2030, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 15-jan-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain after a fall, the pt fell face-first to the ground. The patient stated that pain relief changed after the fall and notified the physician¿s office, after which imaging was performed. During device interrogation, high impedance was observed on lead contacts 8 and 9 at (B)(4), which were being used for stimulation in group b. An impedance check was performed, and group b was reprogrammed to avoid using contacts 8 and 9. Imaging reportedly showed that one lead had migrated down approximately one vertebral body. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.